Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5146189/5146761, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of clear fluid coming out from the wound and the pocket was not closing. The physician believed that the cause of infection was unknown. The patient underwent an explant procedure.